Manufacturer narrative:
The analysis did show that the bearings of the handpiece have been gritty and the chuck slipped. This caused the head to heat up. Handpiece has been used against the user instruction. Reported due to the 2 year presumption rule. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4).

Event description:
During a standard treatment the handpiece got hot and burned the pt's cheek to the size of a quarter. The tissue blistered and started to peel. Pt received benzocaine ointment from office. No further medical care was necessary.